Event description:
It was reported that the locking screw to secure the polyethylene articulating surface was visible in the articular cavity on the x-ray.

Event description:
It was reported that the locking screw to secure the polyethylene articulating surface was visible in the articular cavity on the x-ray.